Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose was 137, 64, 139, and 96 mg/dl within 15 minutes, with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.